Event description:
It was reported that the touch panel was cracked due to an impact with another device. The cardiohelp was exchanged. The failure occurred during patient transport. No harm to any person has been reported. Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that the touch panel was cracked due to an impact with another device. The cardiohelp was exchanged. The failure occurred during patient transport. There was no patient harm. A getinge field service technician (fst) was sent for investigation and repair on 2023-06-12. The user interface hardware update kit was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. As confirmed by the customer the root cause for the cracked screen is an user error. As the cardiohelp display cracked due to an impact with another device. The root cause for the reported failures "screen cracked" of the cardiohelp is known. The displays were damaged due to rough handling of the device. No hint to failures in production of components or the system could be traced back. No corrective or preventive action is necessary. The cardiohelp is designed in such a way that the failure does not lead to an impairment of the blood flow. The cardiohelp has several safety features, that the device can be operated, even when the touch screen does not work anymore. All-important adjustments can be made by using the rotary knob or if all other things do not work by engaging the emergency mode to keep up the blood flow. Further according to the instruction for use (cardiohelp system, chapter 5.6.1 check before every application) the touch screen has to be checked before use. Further measures to increase the fracture resistance of the cardiohelp display would lead to an decreased sensitivity and thus would add new risks for patients, users or third parties. Thus the risk for harm of any person is remote. The review of the non-conformities has been performed on 2023-06-14 for the period of 2015-08-18 to 2023-06-09. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2015-08-18. Based on the results the reported failure "screen cracked " could be confirmed, but is not a device related malfunction. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.